Event description:
It was reported that during a weekly check, the platform indicated user advisory 02 (compression tracking error), user advisory 21 (position change does not coincide with motor direction) and user advisory 45 (not at "home" position after power-on/reset) messages. There was no pt involvement reported.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.